Event description:
Device has been explanted.

Event description:
Healthcare professional reported deflation. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, fluids. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool on posterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported deflation. The device remains implanted. This record is for the left side.